Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The complaint for liner puncture, resistance and inability to advance through sheath were confirmed based on provided imagery. A review of the DHR, lot history, and manufacturing mitigation's did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'a 16fr sheath split during the delivery system insertion. The team removed everything and found the sheath torn, with part of the delivery system outside the sheath, just past the partially expanded portion'. Review of the provided post-procedural device imagery revealed that the sheath liner was stretched. This failure mode may be related to variability in the manufacturing process involving liner integration with shaft material (hdpe). When the hdpe layer adheres to the etched ptfe liner, it may prevent the seam from opening, causing it to stretch instead of expanding as designed. If unable to open at the seam as designed, the liner may stretch to accommodate system passage; the liner may also tear in the process, causing the ds/crimped thv to exit through the inner lumen. An investigation outlined in technical summary has determined that vertical lamination temperature, if too high during the shaft reflow process, can contribute to instances of liner stretching. The technical summary captures laminator temperature setting optimization within the validated range to reduce variation and should reduce liner stretching events, which is continued to be monitored through monthly complaint trending and monitoring. Additionally, review of 3mensio revealed calcification and tortuosity in the access vessel. A calcified and tortuous access vessel could impede proper sheath expansion during system advancement, leading to the reported resistance and observed liner stretching. A challenging pathway promoted by the aforementioned patient factors, compounded with high push forces to overcome resistance, can lead to the observed liner puncture. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient/procedural factors (calcification, tortuosity) may have contributed to the experienced liner stretching, liner puncture, and resistance. Procedural factors (high push forces) may have additionally contributed to the experienced liner puncture. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the clinical specialist, a 16fr sheath split during the delivery system insertion. The team removed everything and found the sheath torn, with part of the delivery system outside the sheath, just past the partially expanded portion. There was no harm to the patient's arterial vessel. The rfa was accessed at a 45-degree angle, and the 16fr sheath was hubbed to the patient. The sheath was prepped per IFU with the expansion tool and inserted without issues. Once the delivery system was inserted, it could not be advanced, and everything was removed. The delivery system nose cone did not exit the sheath. A 24fr gore dry sheath was inserted, and a new 29mm s3ur valve and delivery system were prepped, inserted, and advanced without issue. The rfa measured from 7.7mm to 15.9mm throughout the artery, with some tortuosity but no concerns. Upon follow-up, the fcs advised that the valve was not outside the sheath, only the delivery system. There was no difficulty removing the esheath or delivery system as one unit, and the delivery system never exited the sheath prior to removal. The damaged portion was in the esheath shaft, just past the partially expandable portion on the seam side. No other edwards products were damaged during the procedure. When the sheath and delivery system were removed, the physician pulled on the delivery system, which further tore the sheath and damaged the valve. The fcs only managed to take post-case pictures, as the team had already handled the delivery system and sheath before they could photograph them. The team believes the sheath was torn when the delivery system was inserted and potentially caught on the valve. The sheath and delivery system were discarded.

Manufacturer narrative:
This is 1 of 2 reports. The investigation is ongoing.